Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown allograft bone spacer. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
The following adverse events were submitted on voluntary report #(B)(4) by an unnamed consumer. No patient, surgeon or hospital information was provided on the report. This report is for an unknown allograft bone implant. This is report 3 of 3 for complaint (B)(4).